Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70, serial/lot#: (B)(4), description: linear st lead, 70cm. Model#: sc-4318, serial/lot#: (B)(4) description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the implant site. Symptom was drainage at the pocket site. The cause of the infection was unknown. It was noted that the infection was not device or procedure related. The patient was given antibiotics and underwent an explant procedure.